Event description:
It was reported that a transfer set leaked when it became disconnected from the patient line. This occurred during drain one of peritoneal dialysis. The care giver reconnected the patient line to the transfer set following the event. It is unknown how the disconnection happened. The nurse ended the therapy and started therapy over using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.